Event description:
The customer reported that the avalon fm50 fetal monitor had a speaker malfunction inop. It is unknown if there was any sound coming from the speaker. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The reported issue was evaluated by philips remote service engineer (rse). The rse determined that the main board needed to be replaced to resolve the reported issue. The rse reported the customer will repair the device.